Manufacturer narrative:
(B)(4). The customer has ordered a replacement therapy pcb, system controller pcb and user interface pcb assemblies. Once these parts are replaced and after proper device operation is observed through functional and performance testing, the device will be returned to service for use. The device has not been returned to physio-control for evaluation.

Event description:
The customer reported that their device had its service indicator illuminated and had logged a critical event code. The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.